Event description:
On (B)(6) 2011, the pt underwent endovascular repair for a recurrent chronic aortic dissection and was implanted with gore tag thoracic endoprosthesis. The pt tolerated the procedure. On (B)(6) 2011, the pt underwent a re-intervention and an add'l gore tag thoracic endoprosthesis was placed. The pt tolerated the procedure and the endoleak was resolved. There was no evidence of progression of the dissection.

Manufacturer narrative:
The gore tag thoracic endoprosthesis instructions for use (IFU) states: the gore tag thoracic endoprosthesis provides endovascular repair of aneurysms of the descending thoracic aorta (dta).